Event description:
Two devices (cev605g) were returned for repair to mxi service and repair. It was reported that the scissor inserts unsheathed.

Manufacturer narrative:
Device 2 of 2: cev605g (lot: 120702) - manufacturing date: 07/2012. (B)(6). Evaluation of both cev605g products indicated that the black plastic skirt was damaged. The damage most likely was a result of an attempt to disassemble the products. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).